Manufacturer narrative:
The device was returned to the resmed technical services and an evaluation was performed. The system testing performed by the technical services staff could not reproduce the fault. The evaluation resulted in "no fault found". The device was cleaned, serviced, calibrated and tested before returning to the customer resmed reference #: (B)(4).

Event description:
It was reported to resmed that a system fault 223 was observed on an astral device, indicating a positive end expiratory pressure (peep) blower failure. There was no patient injury reported as a result of this incident.